Manufacturer narrative:
The lot # on the 3500a initial report was "unknown". Therefore, submitting this follow-up report to correct the 3500a initial report information provided under the lot number. Expiration date. Manufactured date and device history record (DHR). Expiration date and device manufacture date. Manufactured date were populated in the 3500a initial report. Both fields should have been blank. Also in the additional. Manf. Narrative/corrective data field, the device history record is corrected to ¿device history record (DHR) review cannot be conducted because no lot number was provided by the customer.¿ manufacture's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2018. The patient was female. Extended hospitalization was not required. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the event was that it was patient condition-related. Sex has been populated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30046027l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that while using a pentaray nav high-density mapping eco catheter on a patient that underwent an ablation procedure, the catheter got stuck in the femoral artery. During the procedure, the physician attempted to bring the pentaray nav high-density mapping eco catheter back in the sheath. During the pentaray nav high-density mapping eco catheter withdrawal, it was described that the catheter was bowed and got stuck in the femoral artery due to patient arteriosclerosis. The physician made an arterial entrance on the other side and an intervention catheter was introduced to remove the pentaray nav high-density mapping eco catheter. The pentaray nav high-density mapping eco catheter could be successfully removed. No additional patient harm reported. The physician decided to cancel the procedure due to time reasons. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. If a bent is observed on the shaft or the tip of the catheter; however, the integrity of the device is not compromised, then the potential risk that it could cause or contribute to a death or serious injury was remote. Therefore, this issue was assessed as not reportable. If during the procedure the device got stuck inside the patient¿s body and surgical intervention is required to remove it, the medical device entrapment is MDR-reportable. Since this event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.